Manufacturer narrative:
(B)(4).

Event description:
It was reported that the backup battery test failed, no dc power. No patient involvement was reported.

Manufacturer narrative:
The d3 open and d37 shorted on the power management pcba prevented the ventilator from operating on backup battery.